Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior and after the day of the treatment. With limited information the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
The company representative reported an incomplete flap was observed in patient's left eye during a lasik procedure performed by fellow doctors. The reporter indicated a small incomplete dissection just temporal to the pupil of the left eye. The surgeon lifted the flap and used a blade to complete the dissection. The excimer treatment was completed. Additional information has been requested.